Manufacturer narrative:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 500 mg/dl with symptoms of diabetic ketoacidosis associated with intermittent power to the pump. Reportedly, the patient discontinued the insulin pump at the time of the call and the patient was treated in the emergency room by their healthcare provider with insulin via injection and IV fluids. During troubleshooting with customer technical support (cts), it was reported that there was no damage to the battery compartment or battery cap and the yellow o-ring was not visible at the time of the power interruption. The reporter stated that the power issue was occurring during or immediately after a battery change. Cts advised the user to change to a new battery from a new pack and the pump powered on appropriately. This complaint is being reported because the patient allegedly experienced hyperglycemia because of intermittent power to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.